Event description:
It was reported that during a mini gastric bypass procedure sterile and new device was opened using sterile technique and was loaded with reload. For the first two strokes, the firing trigger of the gun was hard to fire but surgeon managed to fire it. Then due to high force he couldn't fire third stroke at all and hence gun was opened using manual release lever. Staple line was checked which was malformed and staples were found to be open. Same process was repeated with one more sterile reload but firing trigger was still too hard to fire and surgeon could only complete two strokes. Hence this gun was kept aside and new gun was opened to complete the case. No patient consequences reported. Procedure was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). Additional information requested and received: on what tissue type was the device used? At what location on the tissue? ¿ pyrrolic antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? - no. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? - 2nd, 2nd. What color cartridge was being used? - gold. What other color cartridges were used before and after this event? - gold and blue. Was buttressing material utilized? - none. Was the instrument fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? - no. Were any of the forces higher or lower than expected (closing, firing, or opening)? - higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -no. Was there any difficulty removing the device from the tissue? - no. The analysis results found that one device was returned in good visual condition and with two reloads present. The reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. After further analysis, the device was noted to have the firing mechanism damaged. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found damaged, not allowing the firing mechanism to properly function. No conclusion could be reached as to how the firing shuttle spring became damaged.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? - pyrrolic antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? - no. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? - 2nd, 2nd. What color cartridge was being used? - gold. What other color cartridges were used before and after this event? - gold and blue. Was buttressing material utilized? If so, which product? - none. Was the instrument fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? If so, when? - no. Were any of the forces higher or lower than expected (closing, firing, or opening)? - higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -no. Was there any difficulty removing the device from the tissue? - no. Is there any other additional information you would like to share about this device or procedure?- none.